Event description:
It was reported by service report that the fowler section was not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: weld. Conclusion: replacement parts have been ordered.